Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. A review of the device data logs showed the user was in the incorrect view during the event. The defibrillation pads were applied to the patient; however, the user did not change the device view to pads view. The device completed all testing successfully. No errors identified in the device log. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.